Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Prior to a procedure for ventricular tachycardia (vt) ablation, crosstalk leading to inhibition of pacing was observed on the device. The device was reprogrammed in order to avoid crosstalk and loss of pacing. The patient was stable following the procedure and there were no adverse consequences.